Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Diagnosed with neuropathy [neuropathy peripheral], excess zinc [blood zinc increased], resulting copper depletion [blood copper decreased], profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury]. Case description: an attorney reported that his client, an adult, female, age (B)(6), used fixodent denture adhesive, control, flavor unk cream and super poligrip original cream as denture adhesives of choice to hold dentures she received approx four years ago and reported the following: diagnosed with neuropathy, excess zinc, resulting copper depletion, profound and permanent neurological injuries, and severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history-denture wearer. No further info was provided.